Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d implanted: on (B)(6) 2022, 310c31 tissue valve implanted: on (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to high-rate non-sustained episodes and sensing integrity counter (sic) along with a lead noise warning. It was noted that all viewable ventricular episodes appeared to be false due to oversensing/noise on the rv lead causing inappropriate/inhibition of pacing. Suspected intermittent loss of ventricular capture and t-wave oversensing (twos) was noted. The rv lead also exhibited low rv pacing impedance, unstable pace/sense impedance and high out of range undefined pacing impedance. The patient was hospitalized due to dependency and rv lead fracture leading to inappropriate high voltage therapy. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.